Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump; the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs.